Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas alleging the pump alarms were not audible despite being set to high. The reported stated they would not be aware of low cartridge warning, along with other alarms such as low battery warnings and call service alarms. The patient's mother reported that the pump prompted a low battery warning on (B)(6) of 2011 and were not immediately aware of it. The patient's mother also reported that the pump had sometimes been empty of insulin and they were unaware of it because they didn't hear the alarm. On the morning of (B)(6) 2011, the patient's mother stated that when the patient tested his blood glucose he obtained a message of "high" (blood glucose > 600 mg/dl). The patient's mother stated, the patient had symptoms of stomach cramps, tremors and a headache. The patient was treated with 10 units of novolog via injection in response to the high bg and disconnected from the pump. At the time of troubleshooting, the patient's mother confirmed that all the alarm settings were set to high. The reporter confirmed the vibratory function was working. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the audible alarm system was tested and found to be within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, cs012 alarms were observed in the pump history due to a software anomaly which was addressed in a software update. The issue was not likely to cause an injury as the pump alarmed to alert the user of an issue. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.